Event description:
Received information regarding a cartridge alarm 19 during the load process. Customers' blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A follow up supplemental report will be filed.